Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a zip tie on the therapy wiring harness had been incorrectly placed over an integrated circuit (ic) chip, designator u1, on the analog pcb assembly. The pressure caused by this misplacement crushed the legs on one side of ic chip u1 and damaged resistor, designator r212. The customer received a replaced device.

Event description:
The customer contacted physio-control to report a non-critical failure with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete a charge when attempting to deliver a test shock. The device almost reached full charge when an arc was heard. As a result, defibrillation therapy would not be available, if it was needed.